Event description:
Two discordant interleuken 6 results were obtained on two different patient samples, generated on immulite 2500. The samples were repeated and these correct results were reported. Patient treatment was not altered or prescribed. There were no reports of adverse health consequences as a result of the discordant interleukin 6 results.

Manufacturer narrative:
A siemens healthcare filed service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant interleukin 6 results were due to the malfunction of the sample probe and clot detection module. The fse replaced the probe and the clot detection module. The instrument is performing within specs. No further eval of the device is required.